Event description:
Reportedly during a follow up performed on (B)(6) 2017 , the ventricular lead impedance was displayed to have been measured at over 3000 ohms. It was then confirmed that ventricular pacing at 7.5 v/1.0 ms resulted in ventricular capture failure. The same tests were performed again with the ventricular polarity reprogrammed from bipolar to unipolar, but the results were the same. On (B)(6) 2017 a reintervention was performed. After the subject pacemaker was taken out of the pacemaker pocket, a lead pull test was performed prior to loosening of the ventricular set-screw. As a result, the ventricular lead was not disconnected from the ventricular port of the pacemaker. After disconnecting the ventricular lead from the pacemaker, normal measurements were obtained with a psa. Even with the proximal area of the ventricular lead bent or pressed during the tests, the measurements of the ventricular threshold and ventricular lead impedance were stable. Reportedly, when the ventricular lead was disconnected from the ventricular port of the subject pacemaker , some tissue-like substance was found to be forming a ring around the ventricular lead. This substance was able to be removed with no difficulty. Such ring of tissue-like substance was also found on the atrial lead. As it was considered that the ventricular lead had no issue, the lead was connected a new pacemaker along with the existing atrial lead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly during a follow up performed on 21 oct 2017 , the ventricular lead impedance was displayed to have been measured at over 3000 ohms. It was then confirmed that ventricular pacing at 7.5 v/1.0 ms resulted in ventricular capture failure. The same tests were performed again with the ventricular polarity reprogrammed from bipolar to unipolar, but the results were the same. On (B)(6) 2017 a re-intervention was performed. After the subject pacemaker was taken out of the pacemaker pocket, a lead pull test was performed prior to loosening of the ventricular set-screw. As a result, the ventricular lead was not disconnected from the ventricular port of the pacemaker. After disconnecting the ventricular lead from the pacemaker, normal measurements were obtained with a psa. Even with the proximal area of the ventricular lead bent or pressed during the tests, the measurements of the ventricular threshold and ventricular lead impedance were stable. Reportedly, when the ventricular lead was disconnected from the ventricular port of the subject pacemaker , some tissue-like substance was found to be forming a ring around the ventricular lead. This substance was able to be removed with no difficulty. Such ring of tissue-like substance was also found on the atrial lead. As it was considered that the ventricular lead had no issue, the lead was connected a new pacemaker along with the existing atrial lead.